Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loss of power was confirmed via analysis of the submitted log file. The controller event log file contained approximately 9.5 days of data (16 jul 2023 ¿ 26 jul 2023 per the timestamp). Power cable disconnect and low voltage hazard alarms were observed on 22 jul 2023 from 7:32:46 to 7:32:49 due to a loss of ac power occurring while connected to the mobile power unit (mpu); the alarm resolved when ac power was restored. The system controller backup battery supplied power to the system and pump operation was not affected during the loss of external power. There were no other notable alarms throughout the log file. Multiple requests for additional information were made to determine if the mpu was exchanged and would be returned for evaluation. The requests were also sent to determine if the ac power cord became disconnected from the back of the unit or from the wall outlet, and if there were environmental circumstances that resulted in interruptions of ac power at the patient¿s home when the alarms were active. However, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 25 oct 2021. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power, power cable disconnect and low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a no external power event was seen in the log files while connected to the mobile power unit.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.